Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the knife did not return to the home position on the second firing and locked. The sales rep reported that the customer uses steri-strips on the reload. The sales rep instructed the customer how to manually return the knife to the home position. Once the knife was returned to the home position, it worked fine and was used to complete the case. The sales rep reported that there were no issues with cutting and stapling, only the knife returning. There were no patient consequences reported. Device is not available to be returned.